Event description:
It was reported that there were multiple no external power alarms. From log file analysis, tech service stated the log file for heartmate 3 (hm3) contained low battery hazard events associated with loss of external power events while connected to the mobile power unit (mpu). The emergency backup battery (ebb) was enabled during these events and the alarms appeared to resolve once external power got restored. Two of the event clusters in this log appeared to be the result of simultaneous controller cable disconnects from power. The other two clusters appeared to be the result of the mpu losing ac power. From additional information, it was stated that there was suspicion that the living home in which the patient resided, was leaving the patient connected to batteries unattended. The lack of attention resulted in drained batteries connected to the patient. There was no environmental circumstances that would have affected ac power at the time of the event. The products would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 13 days ((B)(6) 2022 per timestamp). On (B)(6) 2022 at 13:03:10 - 13:03:14 and (B)(6) 2022 at 9:35:02 - 9:35:06, 9:37:04 - 9:42:28 there were atypical no external power alarms due to losses of ac power while connected to the mobile power unit. The backup battery provided power during these events and the alarms cleared once external power was restored. Additional information communicated on (B)(6) 2022 indicated that no products would be returning at this time, that the serial number of the mpu was unknown, and that the mpu¿s status was unknown. Multiple good faith efforts were sent asking if the mpu had a v-lock connector and if the ac power cord came loose at the wall outlet or back of the unit; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Serial number of mpu not available. No further information was provided. The manufacturer is closing the file on this event.